Event description:
It was reported prior to use that cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) shut off. Both batteries registered as completely drained even though both batteries were full. Operator attempted to remove batteries and was unsuccessful. No patient involved.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, d9, e1, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to replicate the failure. As a precaution, the fse performed a full calibration, functional testing, and safety check as per factory specifications. The device is now ready to return to the customer and clear for use.

Event description:
It was reported that cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) shut off. Both batteries registered as completely drained even though both batteries were full. Operator attempted to remove batteries and was unsuccessful. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.